Manufacturer narrative:
(B)(4). Associated mdrs: 3006425876-2023-00345 and 3006425876-2023-00346. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
"It is reported that the arterial catheter shows incorrect readings and therefore the catheter needs to be often flushed intraoperatively. The user also notices that the material is too soft and therefore the arterial catheter kinks." A new catheter was placed. The patient's condition was reported to be fine.

Event description:
"It is reported that the arterial catheter shows incorrect readings and therefore the catheter needs to be often flushed intraoperatively. The user also notices that the material is too soft and therefore the arterial catheter kinks." A new catheter was placed. The patients condition was reported to be fine.

Manufacturer narrative:
Qn#: (B)(4). Associated mdrs: 3006425876-2023-00345.